Event description:
Spontaneous call, patient called stating pump is alarming no disposable, she switched to back-up but same error, cleaned and put cassette back in but still same error. So patient did a new cassette mix. Did the reported product fault occur while in use with the patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual cassette available for investigation? No. Did we [MFR] replace the cassette? Yes. Did the patient have additional cassettes they were able to switch to? Yes. If yes, was the patient able to successfully continue their infusion? Yes. Is the infusion life-sustaining? Yes. What is the outcome of the event? New cassette mixed, issue resolved. Resolved? Yes, ongoing? No. Reported to (B)(6) by: patient/caregiver.